Manufacturer narrative:
On (B)(4) 2015 follow-up: contact reported that the pump feature lock was on at the time of the event; however, the customer turned off the lock and delivered 7 units of insulin. Customer was given glucose tablets to treat low bg level of 46-7 mg/dl. Customer was not hospitalized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer delivered a bolus of 7.5 units without the knowledge of the parents. Reportedly, the parent has disconnected the child from the pump and will resume pump therapy when the child is older.